Manufacturer narrative:
Correction to the supplemental report MDR in h6. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. No additional adverse patient effects were reported. It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg), as a consequence the ipg was unresponsive. Alongside the other reasons, it was further documented that the patient required a replacement procedure because of magnetic resonance imaging (MRI) conditionality. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg), as a consequence the ipg was unresponsive. Alongside the other reasons, it was further documented that the patient required a replacement procedure because of magnetic resonance imaging (MRI) conditionality. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis. No additional adverse patient effects were reported.